Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported: the device restarted while in use, the screen went black and the ventilator generated a high pitch alarm sound. After the event the ventilator was replaced. No injury reported.